Event description:
On (B)(6), the patient reports that he has to press the ok button several times to activate desired pump functions. Sometimes he will press the button one time and the buttons acts twice. The contrast button does not function at all. The keypad is reportedly intact and the buttons still click and spring back. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. None of the keys spring back or click normally. Evaluation revealed that the buttons were sticking and hypersensitive/scrolling when pressed. There was evidence of keypad contamination found under the key contacts.